Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01816. It was reported that the catheter became entrapped on the wire. The chronic in-stent restenosed target lesion was located in the right distal superficial femoral artery. A 5.0mmx80mmx135cm sterling¿ balloon catheter was advanced over a 300cm v-18¿ control wire¿; however, upon attempting to inflated the balloon for two inflations, the balloon became stuck with the wire. The two devices were removed together as one unit and the procedure was completed with different wire and a charger balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with related guide wire. The balloon was loosely folded, and the related device was stuck inside the wire lumen of the sterling device. The guide wire was measured. There was 4 mm of guide wire sticking out from the tip with 157 cm of guide wire out from the hub of the sterling balloon catheter. The tip, balloon, markerbands, inner shaft and outer shaft were microscopically, tactile and visually inspected. Inspection revealed sinner shaft damage (stretched) starting 4mm proximal of the distal markerband with damage for approximately 27 mm (inside the balloon material). The inner diameter (ID) of the wire lumen could not be measured due to the guide wire being immobile. The guide wire was measured at both ends, and was found to be .0175¿. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01816. It was reported that the catheter became entrapped on the wire. The chronic in-stent restenosed target lesion was located in the right distal superficial femoral artery. A 5.0mmx80mmx135cm sterling balloon catheter was advanced over a 300cm v-18 control wire; however, upon attempting to inflated the balloon for two inflations, the balloon became stuck with the wire. The two devices were removed together as one unit and the procedure was completed with different wire and a charger balloon catheter. No patient complications were reported and the patient's status was fine.